Event description:
It was reported by a peritoneal dialysis patient's nurse that the patient passed away on (B)(6) 2014. A follow up call was made to the peritoneal dialysis nurse. The patient passed away in the hospital due to sepsis related to meningitis.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.